Manufacturer narrative:
Additional information has been provided indicating that this case is a duplicate and has been dismissed. All further information regarding this patient/event will be submitted under MFR# 3002808486-2014-00078. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
Additional information has been provided indicating that this case is a duplicate and has been dismissed.

Manufacturer narrative:
This is one of 2 manufacturer report numbers that is related to the same patient. The related manufacturer report number is (B)(4) . (B)(6). Investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
The additional information received that was referenced in follow-up #1 indicated that the patient's legal counsel is no longer alleging against the gunther tulip filter associated with this manufacturer report number (1820334-2021-00096). However, the legal case has not been dismissed as it is still active at this time for the other product (celect filter) that had reported allegations for this patient, and that information is currently reported under manufacturer report number 3002808486-2014-00078.

Event description:
The additional information received that was referenced in follow-up #1 indicated that the patient's legal counsel is no longer alleging against the gunther tulip filter associated with this manufacturer report number. However, the legal case has not been dismissed as it is still active at this time for the other product (celect filter) that had reported allegations for this patient, and that information is currently reported under manufacturer report number 3002808486-2014-00078.